Event description:
On (B)(6) 2012, it was reported that the patient had been in the hospital with elevated blood glucose levels. The nurse stated that the patient called around 9:00am with a blood glucose level of 400 mg/dl and was not willing to treat with an insulin injection. The patient arrived at the hospital around 11:00am with a blood glucose level of 470 mg/dl and blood ketone value of 7.8. Patient was treated with insulin by profusor in the intensive care unit. The nurse stated that the infusion site the patient was using would not absorb insulin and had scar tissue. The infusion tubing had air in it. The patient was unwilling to follow the nurse's instructions to remove the air. He also would not follow the nurse or doctor's recommendations regarding his bolus amounts. The date and time were found to not be set correctly. There were also mechanical errors in the infusion device's history that the patient ignored. The patient refused any training and left the hospital with blood glucose level of 300 mg/dl on (B)(6) 2012. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.